Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 329 mg/dl. The customer stated that the insulin pump showed a message that said sensor not connected for the last 18 hours. He declined troubleshooting for that issue since he requested replacement of the device. The customer treated by switching back to his old pump. Customer declined returning the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.